Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Excessive no delivery alarms wasn't confirmed due to unresponsive keypad. The device was cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
Customer's spouse reported via phone call, the customer was giving a bolus and the device alarmed no delivery, they changed the battery and now none of the buttons were responding. Customer's blood glucose was 314 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.